Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a blank screen. The customer reported the unit turns on, but the screen remains blank. The customer reported no patient involvement is associated it the event.